Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   One g7 pps ltd acet shell were returned and evaluated. There is no visible damage to the shell. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event for item 010000662. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01266.

Event description:
It was reported that during an initial hip arthroplasty the liner was not seating into the cup. A delay of one hour was reported and surgeon had to use a size larger to bail out of the situation. Attempts have been made and no additional information was provided from the event at the time.